Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the first cartridge noted that the clip was fully formed but not completely deployed from the cartridge. It was reported that the device did not work as expected. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: reusable devise must be carefully inspected prior to and after each use, as any damage may affect the safe operation of the device. Failure to lubricate the device prior to sterilization may cause malfunctions such as jamming, difficult operation, or unacceptable staple formation. Failure to fully squeeze the handle may result in miss-formed clips which may result in incomplete closure and lack of hemostasis. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, ligate the cystic duct, the clip did not automatically fall off from the reload. Clip was forcibly removed from the reload. There was no patient injury.